Event description:
Patient thought the IV site felt wet, when nurse evaluated it, there was a small leak at the site of the spiros. The chemotherapy was prepared with a spiros by pharmacy. She disconnected the mediation between the spiros and the clave.